Event description:
New information received notes that the patient presented in clinic for follow-up initially. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited inappropriate shock due to under-sensing and the patient had experienced discomfort from the shock. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with under-sensing exhibited on the implantable cardioverter defibrillator. No intervention was performed. The patient status was unknown.